Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The customer reported that the end of the lag screw splayed out during 1-step insertion preventing the plate going over the top. No metal fell into the patient. The case was completed using another screw. There was a surgical delay of 5 mins while another device was opened.